Manufacturer narrative:
E1 - (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a heavily calcified left anterior descending artery. A 2.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the second inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with another of the same device without any patient complications.